Manufacturer narrative:
No motor error alarm or rewind anomaly noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Customer's other blood glucose value was 500 plus mg/dl. Customer stated that the insulin pump had motor error. Customer reported the drive support cap appears normal. Customer was unable to complete pump rewind the customer was treated with manual injection. The device will be returned for analysis.